Event description:
It was reported that patient condition was not good. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid of left circumflex (lcx) artery. A 1.25 mm rotalink plus and a rotawire were selected for use. During the procedure, a non bsc balloon was advanced through non bsc guide; however, failed due to severe calcification and tortuosity. Then, a rotawire was advanced with a rotaburr to ablate the lesion. However, it was noted that the patient condition was not good before the start of the procedure. No further patient complications were reported. The procedure was not completed.